Event description:
CT technologist was drawing up IV contrast media (bracco-isovue 300-lot #7e07063 exp: may 2000.) Technologist noticed that there was a fairly large sized, what appeared to be black rubber, floating in the 60cc syringes. Technologist notified supervisor and did not use the syringe of contrast for their pt. Black rubber looked like the same black rubber lining plunger of syringes. Appeared to be an extra scrap piece in syringe.